Event description:
It was reported that during preparation, the device displayed an error code 275 (syringe water fill error). It was also noted that, after replacing the delivery device and rebooting, the situation did not change. The procedure was not completed due to this event. The patient was under spinal anesthesia and there was no report of patient complications. Boston scientific has been unable to obtain additional information regarding the procedure and patient outcome, despite good faith efforts. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation.

Event description:
It was reported that during preparation, the device displayed an error code 275 (syringe water fill error). It was also noted that, after replacing the delivery device and rebooting, the situation did not change. The procedure was not completed due to this event. There was no report of patient complications. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation unknown.

Event description:
It was reported that during preparation, the device displayed an error code 275 (syringe water fill error). It was also noted that, after replacing the delivery device and rebooting, the situation did not change. The procedure was not completed due to this event. The patient was under spinal anesthesia and there was no report of patient complications. Boston scientific has been unable to obtain additional information regarding the procedure and patient outcome, despite good faith efforts. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the generator was thoroughly analyzed. The complaint against the generator was confirmed. No water pressure was shown. The load cell and its associated cables were replaced, which resolved the issue. The generator had already received all necessary updates and was in overall good physical condition. It passed both functional and electrical safety tests. Later, the generator was returned and underwent a visual inspection, which revealed no damage or abnormalities. However, during functional testing, error 275 appeared on the screen, indicating that the pressure value of 250mmhg was not reached during the prime stage prior to vapor generation. Based on these findings, it can be concluded that the electrical failure was the most probable cause of the complaints. Based on the information available, the investigation conclusion code assigned is cause traced to component failure.